Manufacturer narrative:
Insulin pump alarmed motor error during the displacement test and rewind due to excessive motor axial play. Unable to perform the basic occlusion and prime tests due to the motor error alarm. A cracked end cap, protruded/loose drive support disk, missing end cap sticker, broken reservoir tube lip, cracked display, cracked battery tube threads and a broken motor slide noted during visual inspection.

Event description:
The customer reported that insulin squirted out during the manual prime process, and the device was stuck in the prime loop. The blood glucose reading was 220mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The caller mentioned that right under the drive support cap was cracked. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found no reservoir, low reservoir and motor error alarms. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving without input from the customer. The activate button was unresponsive during a bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.